Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-nov-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient not getting pain relief coverage. Rep met with patient to reprogram several times to get coverage wasn¿t successful. Electrodes 0 and 1 had impedances at 40,000 ohms and said do not use. Leads were too low at bottom t8 and needed to be at t7. Attempted to revise the leads by moving them up higher to t7 but could not move them due to scare tissue. The system was explanted and the event resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the trial device worked wonderful. He was just about pain free within hours of the trial implant. With trial he was a human again. The permanent ins did not do anything. They removed the first ins and put in a new one which has a 'little pad that sits on the spinal area'. This one has not helped either. The manufacturing representative (rep) did the best he could but therapy is not working. Last time the rep met with the pt was probably 2-2.5 weeks ago and they thought they had it for a while but the next day pt was back to where he started. Pt said maybe he was not a good candidate for the therapy. Pt thinks that one of the issues is that he grows scar tissue like other people grow hair. When they took the trial device out, the permanent ins failed because they could not put the leads right where the trial leads went because of scar tissue. With the second ins, they told him they had to fight through a lot of scar tissue to get there. Pt said he was ready to take this implant out too. Pt would like to try working with a different rep to see if a different rep can do something.

Event description:
Additional information was received. It was reported the patient did not notice any pain relief after the initial implant date of (B)(6) 2020. During the implant the healthcare provider struggled to get the leads into the desired location/position. The patients battery was turned on and programmed at his post-op appointment on (B)(6) 2020.  After several weeks with the implant the patient complained of not getting the same relief as he noticed during the trial. The patient was adjusted/reprogrammed several times to get stimulation into his lower back, but only could get stimulation into his legs/feet and lower butt area. The healthcare provider was asked if the stimulation was in the right area and patient said no and we were not successful in providing any relief with were the leads were placed.  Patient grew frustrated and asked to have the system removed due to not achieving any pain relief. The healthcare provider suggested lead revision to try and move the leads up to stimulate more into is lower back lumbar area, they attempted to move the leads up and he was not successful, so he decided to remove the entire system. The leads were placed lower than the trial because of scar tissue at the bottom of t8. It was suggested that the scar tissue was the cause of the high impedance.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2020,explanted: (B)(6) 2021, product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.